Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a mildly calcified, moderately tortuous, 70% stenosed lesion in the right coronary artery (rca), a perforation occurred. A 2.80x19mm graftmaster stent was advanced; however, it failed to cross the tortuous anatomy to get to the perforation, despite multiple attempts. Another 2.80x19mm graftmaster stent was able to cross to successfully, sealing the perforation. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.